Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found needle separated from sensor base. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor needle was damaged. The customer's blood glucose was unknown at the time of incident. The sensor was returned for analysis.